Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed battery test on the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.